Event description:
It was reported that the patient stated the leads from his devices had ¿broken in his back, and were shocking him, so he left the device off for several months. A shocking or jolting sensation was reported along with uncomfortable paresthesia in the lower extremities. The cause of the issue was not determined or resolved. The manufacturer¿s representative (rep) was informed of this because the patient was in need of an electrode impedance check for an MRI per facility procedures. Impedance readings showed all electrodes at greater than 10,000 ohms. Upon attempted interrogation it was determined that a first overdischarge was confirmed. No diagnostic testing or troubleshooting was performed but was going to be in the future. A power on reset (por) was going to be performed and assessed with reprogramming. A physician mode recharge (pmr) process was started. The cause of the event was not known or if the issue was resolved. At the time of the report the patient was alive with no injury. The rep. Later reported that the patient¿s system was explanted on (B)(6). It was noted that prior to explant the patient had lost stimulation several months prior so he stopped charging the battery and it overdischarged. According to the patient, he then started to ¿detox¿ from opioid medication, and the detox process was a higher medical priority than regaining stimulation. In the week preceding explant the patient had multiple seizures and needed an MRI for diagnostic purposes. In order to perform the MRI the system was explanted. It was determined that the impedance issues were due to the leads not being fully secured in the ins. At the time of explant the leads were removed intact from the patient, and did not show signs of fracture or damage. It was determined that the patient had fallen and dislodged the leads at the approximate time that stimulation was lost. There were no current plans to re-implant the system. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had had a seizure and this was what caused the fall to the ground. The patient had pain in his back after the fall. It was not known if the fall caused the lead/battery connection to be disrupted. The lead was noted to have been returned for evaluation. Further follow-up was not required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).